Event description:
Report received from the USA stating that the device had a "problem with the pressure in the hose." It was unknown to the reporter whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was observed to met manufacturing specifications during functional testing. The event could not duplicated. If additional information is received, a supplemental report will be sent.